Manufacturer narrative:
(B)(4). Correction: verbiage - potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that after approximately 5 minutes, abnormal movement was seen and the echocardiogram image showed the clip was no longer attached to the anterior leaflet and only attached to the posterior leaflet. It was noted that the imaging was poor and the posterior leaflet was slightly restricted, both of which may have contributed to the reported slda. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Mitraclip system: lift, support plate, stabilizer, steerable guide catheter. As the mitraclip remained implanted on the mitral valve leaflet. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A review of complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that after approximately 5 minutes, abnormal movement was seen and the echocardiogram image showed the clip was no longer attached to the anterior leaflet and only attached to the posterior leaflet. Based on the information reviewed, the reported difficulty grasping the leaflets and slda appear to be related to procedural conditions and not a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The mitraclip (10284035/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed as the first mitraclip (10284035/(B)(4)) detached from the anterior mitral valve leaflet after it was implanted. Intervention was performed as another clip was implanted to stabilize the first clip. It was reported that during a mitraclip procedure, prior to deployment of the clip (10284035/(B)(4)), although the imaging was not ideal, the team agreed that the insertion was good. The clip was deployed and was observed on fluoroscopy to be stable. After approximately 5 minutes, abnormal movement was seen and the echocardiogram image showed the clip was no longer attached to the anterior leaflet and appeared to be well attached to the posterior leaflet. A second clip (10284035/(B)(4)) was used to stabilize the first clip and reduce the functional mitral regurgitation (mr) grade. Positioning was a little more challenging compared to the first clip. After approximately 2 grasping attempts, the physician decided to retract the clip back into the left atrium and reposition the device, but the clip became stuck in the subvalvular apparatus. The clip could not be freed and was deployed below the mitral valve. Although it could not be determined what the clip was stuck in, it appeared to be securely attached to the subvalvular structures and not on the leaflets. A third clip was placed in the desired location lateral to the first clip without incident stabilizing the motion of the first clip and reducing the mr from 3-4+ to 1+. The procedure was completed without further incident. Post procedure, the patient was stable. The physician confirmed that he was satisfied with the outcome of the procedure. No additional information was provided.